Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-may-2024, it was reported by the patient mother that infusion set tape was not sticking when exposed to water. No further information was available.

Manufacturer narrative:
(B)(4). Patient country: united states.